Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Red status indicator.

Event description:
There was no patient involved. Red status indicator.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 12th october 2016. Upon receipt a flashing red status indicator was observed, as per the reported fault. The device memory logs could not be downloaded and the unit could not be powered on, which was attributed to an issue with program flash chip u26. Abnormalities were measured on three critical control lines which route from u26 to the microprocessor, which would have prevented the device from booting into firmware. The corrosion observed on the screws and usb contact collars would indicate the device had been subject to adverse storage conditions, which may have contributed to the failure of u26. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.